Event description:
The user facility reported that while using a glidesheath slender during a procedure the device kinked causing subcutaneous bleeding resulting in a large hematoma on the patient's wrist. The following information was provided by the user facility: the device was applied to a vessel in the patient's wrist; the patient unconsciously bent their wrist inward causing the device to kink which resulted in subcutaneous bleeding; reportedly the hematoma dissolved; however, stiffness remains in the patient's skin at the hematoma site.

Manufacturer narrative:
The event description indicates that the patient experienced subcutaneous bleeding resulting in a large hematoma. The patient now experiences stiffness at the hematoma site. Method: the sample was not returned for evaluation, therefore, the quality record review was limited due to the lot number being unknown. The involved device was not returned for evaluation which limits the failure investigation. However, the complaint files were reviewed for glidesheath slender from the launch of this product to current day and no other reports of this nature were found. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for use in tracking, trending and follow up. (B)(4). Device not returned from user facility.